Manufacturer narrative:
(B)(4). Patient identifier not provided. UDI not provided. (B)(6). User facility is provided in initial reporter.

Event description:
According to the reporter, during an open sigmoid colectomy, the stapler was loaded with the reload and fired, but the sigmoid was transected and all of the staples were malformed and not forming a b-shape. The tissue was cut across without formation of the staple line, which was hand sewn with a suture. The damage was not permanent and the patient is stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of received device and one reload. The sulu was fully applied and there was damage to the blade. It was determined that the damage observed to the staple channels would not have affected staple formation. The sulu was reloaded with staples then applied to test media. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.